Manufacturer narrative:
.

Event description:
The reporter stated that a cholesterol value of 238 mg/dl was obtained on the accutrend meter (serial number (B)(4)). One week later a laboratory draw was done and the result was 146 mg/dl. The laboratory draw was done as a follow-up to the meter result. There were no treatments given or delayed. The controls on the meter were run and they were in range before and after the stated result. It was stated that the patient had normal physical activity and food and drink. The patient is doing well. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. Retention samples were tested with control solution. The results were within the range and there were no abnormalities. The customer product was not returned.